Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time, note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump constantly had a low battery and the display had gone blank 3 times without an alert. Blood glucose value was 212 mg/dl. The customer stated that he had used different new battery. He stated that the display was currently on and showing a full battery but it would not last the night on. He confirmed that the battery compartment was not damaged. He declined further troubleshooting and requested a replacement. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and the customer returned the product for analysis.